Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the catheter fell apart. A direxion hi-flo catheter was selected use. During the procedure, when the device was withdrawn, it was noted that the catheter fell apart. The procedure was completed with the same device. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR.: returned product was a direxion catheter. The tip and inner/outer shaft were microscopically and visually inspected. Inspection revealed a complete separation in the outer shaft, and the inner shaft was kinked directly below the strain relief. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that the catheter fell apart. A direxion hi-flo catheter was selected use. During the procedure, when the device was withdrawn, it was noted that the catheter fell apart. The procedure was completed with the same device. There were no patient complications reported.